Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: charge nurse. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a left heart catheterization (lhc) procedure. After the case was complete the scrub tech placed a regular tr band on the right radial of the patient. It was noted after the patient was transferred to the recovery room that the access site was bleeding. The syringe was reinserted, and more air was placed in the band. It was noted that the pillow side port had a leak and air was escaping. The tr band was removed and thrown away while a new regular tr band was opened and placed on the patient. Hemostasis was obtained and the patient was later discharged without incident. Additional information was received on 08aug2024: there were 12cc's of air injected into the tr band when it was applied. A 6fr glidesheath slender was used in the access site. It was twenty minutes after initial inflation when the tr band was noted to be losing air. A leak was noted at the air injection port balloon. The patient was stable. Hemostasis was obtained with a second tr band and later discharged. The estimated blood loss was less than 250cc's.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).